Event description:
The customer reported to philips that the device failed to power up. There was no patient involvement or patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.